Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: may 16, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced to the cracked/bent portion of the cartridge. The plunger rod could be observed to be bending to the crack and the lens was stuck in the cartridge, torn, and partially sticking out. Viscoelastic reside was distributed through the length of the cartridge. The lens module was inspected and presented no damaged however viscoelastic residue was identified in the lens module. The device assembly was inspected and viscoelastic reside was identified below the lens module indicating an excessive amount could have been used which may have contributed to the complaint event. The plunger rod was inspected, and the tip was damaged. The lens could not be removed for evaluation. No further evaluation was performed. The complaint issue "cartridge crack" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: not applicable, as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) plunger went sideways through the inserter with the lens stuck on it. Additional information was received reporting that after injecting balanced salt solution (bss) and advancing, the lens came out from the side of the cartridge. There was damage to the lens. There was no patient contact. The procedure was completed successfully using a back-up lens. No further information was provided.